Event description:
A memory lens iol implanted in a pt's left eye in 1999 has opacified. Visual acuity reproted as 20/60 os in 2003. The doctor plans to explant the device in the near future. No further info is available at the time of this report.